Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer stated the bolt that holds one of the drive wheels have fallen off.